Event description:
The customer reported via phone call that their buttons were unresponsive when attempting to program their carbohydrates. It was also found a button error alarm occurred after. The customer's blood glucose was 89 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump had minor scratches on display window and cracked reservoir tube lip.